Manufacturer narrative:
Product ID 3080, lot# l88695, implanted: (B)(6) 2001, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). He reported that all previously implanted devices were removed and discarded during procedure by the healthcare provider (hcp). He reported th impedances remained high even after he increased the parameters to 300 and 2.0. He stated the hcp was insistent on sending the patient home with the new battery only. He offered the opportunity to troubleshoot further but the hcp declined. Patient felt no sensation post-operative and is now scheduled for a lead revision in the near future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that all contacts were out of range >4,000 ohms. Patient services reviewed checking for a motor response. The hcp decided that they will implant the ins and assess if the patient was getting good therapy, and if they do not the hcp will replace the lead. No further device issue alleged / identified. No patient symptoms or complications were reported.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead was partially removed due to the inability to remove the old lead entirely. The complete removal was attempted but was unsuccessful. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: 3080; lot#: l88695; implanted: on (B)(6) 2001; explanted: on (B)(6) 2020; product type: lead; product ID: 3080; lot#: l88695; implanted: on (B)(6) 2001; explanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID 3080, lot# l88695, implanted: (B)(6) 2001, explanted: (B)(6) 2020. Product type lead, product ID 3080, lot# l88695, implanted: (B)(6) 2001, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the replacement took place on 2020-02-28. The lead was ¿partially removed¿.